Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed on (B)(6) 2021. They went into right failure and the family decided to make them do not resuscitate (dnr). The patient passed in the cardiothoracic intensive care unit.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the reported events (right heart failure, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 in the ctsicu (cardiac/trauma surgical intensive care unit). It sounded like the patient went back into right heart failure and their family decided to make dnr (do not resuscitate). It was later reported that the device operated as expected. The center reported that hm3 lvas, serial number (B)(6) would not be returned for evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.